Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: access, delivery and deployment events, endoprosthesis: improper placement; migration

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with excluder® aaa endoprostheses featuring c3® delivery. During the procedure, with the proximal trunk just below the lowest renal artery, when the physician was deploying the ipsilateral leg of the trunk-ipsilateral leg endoprosthesis and pushing up the delivery catheter, the endoprosthesis was unintentionally moved and deployed approximately 1 cm proximal of the intended position. A bare metal stent (palmaz genesis stent, 6mm x 18mm) was implanted into the left renal artery to restore its blood flow. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure.